Event description:
The caregiver of a peritoneal dialysis (pd) patient reported that she found a fluid leak following the patient's discontinued treatment due to the m31 air detected in cassette warning on the cycler. When the patient caregiver opened the cassette door she found fluid leaking from the cassette. The patient caregiver was advised to contact the patient's pd nurse. The set was not made available for evaluation. During f/u the patient's pd nurse reported that the patient was not given antibiotics and there are no signs of infection. No adverse event reported at this time.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling. Material, and process controls were within specification.